Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in the emergency room due to the patient notifier alert for the lead impedance being out of range. The atrial lead exhibited low impedance. After device reprogramming, the lead resumed normal function. No patient symptoms were reported and the patient would continue to be monitored.